Event description:
There was no patient involved in this event. This device malfunctioned because the device would not initialize.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 but it failed an auto self test. The voltage recorded at the time of installation was zero indicating a faulty connection between the pad and pad-pak. The problem was attributed to faulty pogo-pins. The pogo-pins were tested and significant fluctuations in voltage were recorded. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.